Event description:
It was reported that the patient underwent a surgical vertebral arch formation on (B)(6) 2015 and suture was used on the subcutis. Approximately one week following the procedure, the wound was swelled with exudate and puncture treatment was applied. On (B)(6) 2015, it was reported the exudate continued at approximately 100 cc per day from the subcutis. It was reported the exudate showed a high value for acidophile and the surgeon opined that the patient had an allergic reaction to the suture. The patient will be scheduled to remove suture next week. The patient was administered anti-allergic agent, a steroid and antibiotic. Currently, the patient is in the hospital because of continuous exudate and hospitalization has been extended. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hk2215. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch hk2215, mfg date: 09/2014, exp date: 09/2019.